Event description:
It was reported by the sales rep, that the device was fired twice and the device locked out. The customer used another like device to complete the case. There was no patient consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was dissembled to verify the condition of the internal components and the firing trigger teeth were found damaged, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.